Manufacturer narrative:
Correction: section d: lot # changed to unknown. Method: x-ray and photos review, nc/CAPA history review, labelling review, risk assessment the customer reported event was confirmed via provided x rays and photos review. The x ray showed a broken screw. The reported lot number was invalid so a manufacturing review could not be performed. Inspection of the screw could not be performed as it was not returned. No additional information was provided. Conclusion: as the screw was not returned and no additional information was provided, a definite root cause cannot be determined. Possible root causes include excessive post op activity, improper screw hole prep, improper insertion, poor bone quality, and/or patient fall. Not returned.

Event description:
It was reported that the screw was found broken upon x-ray examination post-operatively. The patient was in pain in his lumbar spine. Patient underwent revision surgery.

Event description:
It was reported that the screw was found broken upon x-ray examination post-operatively. The patient was in pain in his lumbar spine. Patient underwent revision surgery.